Manufacturer narrative:
Product event summary: the reported event, of cracked display window and torn shoulder pack, could not be confirmed. The shoulder pack was visually inspected for any anomalies and the issues. The returned shoulder pack had a broken off shoulder strap clip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack was torn and the display window was cracked. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the reported event, of cracked display window and torn shoulder pack, could not confirmed. The shoulder pack, lot # 896450 was visually inspected for any anomalies and the issues; as reported; was not confirmed. However, the returned shoulder pack had a broken off shoulder snap hook. If information is provided in the future, a supplemental report will be issued.